Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope was missing the glue at forceps raiser cover, the ultrasound probe surface was chipped, and the light guide glue was worn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.